Manufacturer narrative:
The case description states that the user had low bgs after getting a 9u uncommand bolus which occurred over two weeks before calling about the issue. During the investigation, the controller was paired with an unused pod, which was paired with a cgm emulator, and tested in all functions. Entry of carbs, bg values, cgm values, and manual adjustments into the bolus calculator found the suggested bolus to be correctly calculated based on the user's settings and each bolus was only delivered after input into the controller to confirm and start the bolus and all boluses were accurately recorded into the device records. The controller was found to function as intended during the investigation. The physical controller also shows evidence of the 9u bolus in the history detail. The bolus calculations show that no carbs or bg value was entered for the bolus and a 9u user adjustment was made to deliver the total bolus volume of 9u. Inspection of the audit files also found a 9u bolus delivered on (B)(6) 2023 which lines up with the timeline described by the user. Engineering logs were not able to be inspected for this event due to the overwriting feature of the logs. The boluses that were found in the engineering logs were inspected for any uncommanded boluses. One of these boluses was of 0.65u delivered at 15:56 on (B)(6) 2023 in the users time. The logs show that the controller was interacted with to enter the bolus calculator screen, no carb values were entered, the use cgm option was used to load a bg value of 250 mg/dl and the controller went through the steps to confirm and start the bolus in order to deliver the 0.65u bolus. All other boluses in the engineering logs show evidence of interaction during the programming and starting of each bolus. Though no evidence of unprogrammed boluses were observed in the available engineering logs, without the engineering logs from the 9u bolus, it could not be conclusively determined if the controller was interacted with in order to program and deliver the bolus.

Event description:
It was reported that the patient experienced a hypoglycemic event due to the controller delivering an uncommanded bolus. Patient stated his glucose levels went down to 38 mg/dl, he noticed he had 9 units of insulin on board (iob) and assured us he did not give the command for that bolus.. The patient stated he went to the history and saw 9 units was delivered. The patient stated he called 911, but then remembered he had glucagon at home, so he paused the insulin delivery and called 911 back and stated they do not need to come. The patient stated his glucose levels went back to normal after the insulin delivery paused, administered the glucagon and ate some crackers.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.